Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side "deflation and exchange." Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, crease fold, wear abrasion, leak test was performed and found opening on anterior. A microscopic analysis was performed which identify sharp edge opening assessed as unidentified tear opening. A dimension measurement in the shell was performed which identify the thickness within specification. The fill test inspection was performed, the result is no blockage.

Event description:
Device has been explanted.